Manufacturer narrative:
Additional information d10, h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition could not be verified and cause not established as the evaluator misinterpreted the symptom and did not properly assess the device. The reported condition of high occlusion pressure is an allegation of an undetected downstream occlusion. The device is no longer in its as received condition to properly evaluate for the reported issue. The device will be required to pass all calibration and testing prior to being returned to the customer. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. During evaluation the device experienced a false upstream occlusion alarm. The cause was determined to be a failed ultrasonic sensor which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had "high occlusion pressure issue". There was no known patient injury or medical intervention associated with this event. No additional information is available.